Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. D4: batch #724a03. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage and the anvil missing. Only casing half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 724a03, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? Ans: had to re-resect rectal stump with contour. Resulting in shorter stump and low anastomosis (instead of high anastomosis). Patient will have higher risk of leaking resulting to having permanent stoma. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Ans: patient recovered well, but on day 4 of surgery , CT scan was performed to rule leak. No leak on CT, discharged well yesterday on post op day 8 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an anterior resection and after firing the cdh29a, the surgeon experience cutting but no stapling on it. The donut is complete but the proximal colon have a small hole on it and it leaks. The surgery was delayed 30 minutes. The leak was sutured and the procedure was successfully completed.